Manufacturer narrative:
Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the dyonics power mini overheated and became hot prior to the procedure beginning. A back up device of the same model was used to complete the procedure. No injuries or complications were reported as a result.